Event description:
Same case as MFR: 2134265-2014-04613. (B)(4). It was reported that post a stenting treatment procedure, the patient experienced stent thrombosis and subsequent myocardial infarction. In (B)(6) 2011, the patient presented with unstable angina, braunwald classification- iiib, which was diagnosed as a myocardial infarction (mi). Coronary angiography revealed stent thrombosis of an unspecified bsc stent in the ostial left anterior descending (lad) artery and a total occlusion of an unspecified bsc stent in the mid lad. Target lesion #1 was a bifurcated, total occlusion located within the bsc stent in the mid lad. The lesion was 12mm long with a reference vessel diameter of 2.5mm. This lesion was treated with thrombosuction, pre-dilatation and placement of a 2.50 mm x 16 mm promus element stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a total occlusion located within the bsc stent in the proximal lad. The lesion was 20mm long with a reference vessel diameter of 3.0mm. This lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element stent. Following post dilatation, residual stenosis was 10%. Three days post procedure the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).